Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that patient experienced air in the line of a homechoice cassette without an alarm during initial drain. The patient was connected. The patient told the technical service representative that they see a bunch of space in the line and that there was no solution in the patient line at all. The technical service representative advised the patient that they must start over with all new supplies on the homechoice and explained why. The patient stated that they understood and would start over with all new disposables. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.